Event description:
During the procedure while the physician was advancing the tracker excel-14 microcatheter into lesion, the tip of the product came off. The tip was carried to the pca. No injury and/or complication occurred with the pt during this event. A total of 7 coils were deployed during the procedure before this incident.